Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs a device appears to be intact, filled with clear fluids inside the device, has brown particles in the fill channel labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.